Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes, the alarm cleared. Also, an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. Customer's blood glucose was 124-163 mg/dl.